Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to noise that was oversensed causing inappropriate shocks to be delivered. The device remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)